Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 which indicated that the hcp (healthcare professional) planned to order the medication and have the pump refilled this week. The physician was going to start the patient on a lower dose. They would then bring the patient back midway before the next refill appointment to have volume measurements checked for accuracy. The pump remained implanted and they planned for it to stay that way as long as the volume measurements were accurate and the patient got relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml at 2.401mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient¿s pump was empty. The empty reservoir occurred per the event logs (B)(6) 2018. The patient¿s last clinic appointment was (B)(6) 2018. Per the reporter, the patient¿s previous follow up provider dropped the patient due to insurance and the patient now found a new follow up provider for the pump. This month the patient began hearing the audible pump alarm and 2 weeks ago the patient went to the ed (emergency department) with stomach and pain issues which maybe withdrawal. The reporter was inquiring about the next steps ad they did not have the drug for the pump at this time and stated it was recommended to replace the pump. The reporter would confer with the healthcare provider and the patient. No further complications were reported or anticipated.